Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16812. Related manufacturer reference number: 1627487-2021-16820. It was reported the patient was not receiving effective stimulation hence stopped using the system, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.